Event description:
It was reported that a novum iq large volume pump underinfused. This occurred during patient infusion of norepinphrine (1000mg/100 ml) in the cardiovascular intensive care unit (cvicu) department. Additional product magnesium sulfate was being used at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g3: date received by MFR: update to 02/25/2025. H11: a review of the event history log identified an infusion of norepinephrine with the concentration of 8mg in 250 ml, at rate of 10 mcg/min and volume to be infused of 200 ml. Additionally, a downstream occlusion alarm was observed. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.